Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level ranging between 400-500 mg/dl and moderate ketones. A supply change was performed to resolve the occlusion alarm and a correction bolus was delivered to address the bg level. The ketones were addressed with insulin. Tandem technical support (cts) educated the customer in regards to occlusion alarms. As the customer was not receiving an occlusion alarm when cts was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.